Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported right ventricular (rv) lead had failed. The rv lead exhibited high impedance and it was reported by the physician that it had an apparent fracture. It was also reported that right atrial (ra) lead had failed. The rv and ra leads were explanted and replaced with by a leadless pacemaker. No patient complications have been reported as a result of this event.